Manufacturer narrative:
Manufacturer ref# (B)(4). The purpose of this MDR submission is to document the findings of the device investigation. The stent was found broken, which meets the applicable regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The issue reported regarding the impeded stent is confirmed based on the broken condition of the stent. The damaged condition of the stent suggests that the device was subjected to certain manipulation that could result in the stent breakage and the damaged delivery wire. It is also suggested that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Confirm the tip of the delivery wire is entirely within the introducer. If resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The issue was detected during the onsite surgery observation by quality staff. It was reported that during procedure, a 4.5x22mm stent 12 mm dw tip vascular reconstruction device (vdr) became impeded in microcatheter hub and could not be pushed into the unspecified microcatheter (mc) further. Upon inspection, the distal end of the stent has successfully entered the hub port, while the proximal end of the stent encountered resistance. The surgeon suspected malfunction is from the proximal end of the stent itself. He switched to new enterprise1 stent (product code: enc452812, lot: 9872897) to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional information: the y valve used is twisted type. One video is attached to the complaint file. It shows the stent traveling through the introducer, reaching the catheter hub and not being able to go through. No other damage was observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9784477. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue regarding stent being impeded in microcatheter hub and could not be pushed into the microcatheter cannot be evaluated based on the provided video as a functional test is required. This investigation was performed based only on the video provided. The device was returned to j&j medtech for further evaluation. A non-sterile EU 4.5x22mm stent 12 mm dw tip vascular reconstruction device was received in a decontamination pouch. Upon receiving the device, visual inspection was performed and the stent distal end was protruding from the introducer. The positioning coil was slightly warped. Microscopic inspection was performed on the stent component, and one strut was noted to be broken. The stent could not be retracted into the introducer to perform functional analysis.